Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt during the fill tubing step with multiple cartridges. Customer changed the cartridge to resolve the issue. Customer's blood glucose ranged from 176-177 mg/dl.